Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an accessory pathway ablation procedure for atrioventricular nodal reentry tachycardia / wolff-parkinson-white syndrome (avnrt/wpw) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis) and a short run of ventricular fibrillation. During the procedure, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove 120cc¿s of fluid from the pericardial space. It was also reported that the patient had a short run of ventricular fibrillation. There¿s no indication that surgical intervention was required to treat the arrhythmia. Patient was reported to be in stable condition after the procedure and was transferred to the pediatric intensive care unit (picu). Patient¿s condition improved and was discharged a few days later. Physician suspected that high force applied was the cause of the adverse event. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was performed without a needle. The atrium was accessed via patient foramen ovale (pfo). There¿s no information regarding generator parameters.